Event description:
Pump malfunction was reported with the code malf 12, but no notable events occurred prior. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Customer will continue using the current pump as backup therapy, and tandem technical support arranged for a replacement pump, instructing the customer to put the malfunctioning pump in storage mode and return it within ten days using a pre-paid label.